Event description:
It was reported that error code 1260 occurred. A damaged rear case was noted. Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
: Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Faulty microprocessor unit board was replaced. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.